Event description:
It was reported that pump displayed temperature alarm while charging and was using tandem charging supplies, with no exposure to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged return and replacement of pump and charging supplies; caller declined out-of-warranty loaner and planned to contact company after insurance changes to start process for new pump or loaner if needed.